Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to exhibit premature battery depletion (pbd). Approximately seven months prior, the device showed an estimated remaining longevity of two years. Currently, the device is showing elective replacement indicator (eri). The physician elected to replace the device. This crt-d was explanted and replaced successfully with no patient complications. The explanted device is expected to return for analysis. Outside of the surgical procedure, no adverse patient effects were reported.